Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The force sensor error was found in the device history log. The power up process was performed along with inspection. The force sensor test error was duplicated. The force was out of specification at 5lbs and the count was at zero. The operator recalibrated the force and that cleared up the problem.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a force sensor error. There was no patient involved.